Event description:
It was reported the patient¿s device stopped working. The device was not taking a charge.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3487a-45, lot # v059268, implanted: (B)(6) 2007, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3487a-45, lot # v059268, implanted: (B)(6) 2007, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3487a-56, lot # v034477, implanted: (B)(6) 2007, product type lead; product ID 3487a-56, lot # v034477, implanted: (B)(6) 2007, product type lead. F(B)(4).